Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed but the root cause could not be determined. One photograph of a microintroducer sheath was returned for evaluation. Inspection of the photograph found that slight buckling of the edge of the sheath and a longitudinally aligned split adjacent to the buckling were present. Based on the evidence provided with the sample, it is unknown when or how the sheath was damaged. Damage to the sheath tip could have occurred due to storage conditions, material variation, or other environmental factors; however, no evidence was observed which supported a specific root cause of the event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during the catheterization procedure, the nurse found that the front end of the micro introducer was cracked. The problem was resolved after replacing the product.